Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number therefore a review of the lot number device history record could not be performed. The device was discarded. The investigation used retained manufacturing samples for analysis. Testing and analysis found no restrictions or occlusion in either the tracheal or bronchial lumens. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
The customer reported that prior to use incomplete deflation of the tracheal cuff was confirmed. There was no patient involvement.